Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The event reported under the systems longevity study noted there was intermittent capture with the left ventricular lead approximately five months post implant. Consequently, a revision procedure was completed: lead was excised and replaced. No patient complications have been reported as a result of this event.